Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: call service 052 alarms were observed in the alarm history. No damages were found to battery compartment. The battery cap was not returned for investigation. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised for 24 hours with a test cap with no power issues or alarms occurring. The pump was opened and no damages were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.